Manufacturer narrative:
(B)(4).

Event description:
Patient's grandma contacted ag industries via email and complaint about ag-mneb, (B)(4) that it recently stopped working. At first the machine would just cut out and then it stopped working completely. Patient's grandma also noticed that the cord has begun to disconnect from the base.